Event description:
Please refer to voluntary medwatch #(B)(4). The pt, who had a history of 4+ mitral regurgitation, lv enlargement, and small patent foramen ovale, was being weaned during the implant procedure and developed hypotension. Intraoperative tee demonstrated sever hypokinesis of the lv wall. Bypass was reinstituted and tee showed global hypokinesis with decreased ejection fracture. Iabp was placed and tee showed profound cardiomyopathy. The chest was closed and the pt was transferred to ICU on vasopressors and the iabp. Despite these efforts, the pt was reported to have no lv function and developed severe cardiogenic shock., progressive hypoxemia and irreversible organ failure. The pt expired the next morning on (B)(6) 2004.